Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in-clinic for a one week post-implant check with a sore and leaking incision site. The system was explanted due to the infection. The patient was stable before, during, and after the procedure. The system was replaced the following week.